Event description:
During product service by a service technician, a flogard infusion pump was found to have experienced a battery low alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated at customer site. This is an ancillary service event. A review of the service document found the low battery alarm, confirming the reported condition. The cause was due to the defective main batteries. The main batteries were replaced. No further action was required. Should additional relevant information become available, a follow-up medwatch will be submitted.